Event description:
The facility representative reported an infuso.r. Pump with a condition of "will just pump for a few minutes and then quits and alarms". The process step is unknown but the event occurred in the surgery area. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump that pumps for a few minutes then alarms and stops was confirmed and reproduced during product evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.